Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012, and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2013, during which the surgeon noted, ¿the mesh was wrapped around loops of small bowel causing a serosal injury. It took tedious sharp lysis of adhesions to dissect the small bowel off the mesh and remove the mesh.¿ it was reported the patient experienced severe pain, serosal tear, dense adhesions, disfigurement, mesh, migration, scarring, anxiety, and stress. No additional information was provided.